Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient with severe aortic stenosis underwent a transcatheter aortic valve replacement using the tav evfxplus-29 device. A pre-implant balloon valvuloplasty was performed due to calcification.  Following the procedure, the patient developed a new left bundle branch block and was at high risk for requiring a pacemaker. Approximately 6 days later, the patient passed away in their sleep, with the cause of death being unknown but possibly due to a complete heart block.

Manufacturer narrative:
Updated data: h6 image review: intraprocedural fluoroscopic images were provided for review of the event description. Patient¿s executive summary was provided for anatomical review. Patient appeared to have a significantly calcified aortic valve with an annulus perimeter that measured 76.1 millimeter (mm) with a perimeter derived diameter of 24.2mm suggesting a 29mm evolut. Fluoroscopic valve load inspection was performed and confirmed a good load. A pre balloon aortic valvuloplasty was performed to the valve implant attempt. The valve was deployed just prior to the point of no recapture and depth assessment was performed. Depth appeared to be approximately 3mm on the non-coronary cusp in the cusp overlap view, and 5-6mm on the left coronary cusp in the left anterior oblique (lao) view. There are signs of a leaflet near the top of the left coronary sinus that could potentially lead to lack of blood flow to the left coronary artery; however, coronary perfusion is seen on angiogram. Images of the fully released valve were captured or made available for review. It was reported that the patient developed a new left bundle branch block, and the possible cause of death was complete heart block. However, there is no imaging or documentation available to validate the cause of death therefore this review is inconclusive. As stated in the instructions for use (IFU), potential risks associated with the implantation of the evolut fx+ bioprosthesis may include but are not limited to conduction system disturbances (for example, atrioventricular node block, left-bundle branch block, asystole), which may require a permanent pacemaker; and death. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.